Event description:
Customer reported that the unit was giving error code message of data acquisition (da) pcba adc failed. Customer reported there was patient's involvement, but there was no harm to the patient or user. Customer does not have patient's details.